Event description:
Event description cpi received information that this implantable pulse generator (ipg) has an abnormal increase in lead impedance measurement with no sensing or pacing output. Patient presented in the emergency room with an escape rhythm of 30 beats per minute. Physician elected to explant the device. A new system was implanted.